Event description:
Caller indicated the relion prime meter was giving high readings. Around noon the customer stated she ate lunch and afterwards she took a reading and received 300mg. She stated she increased her insulin based on the reading of 300mg and took 30 units instead of 10 units. She feels she dosed herself incorrectly because she started to sweat and shake. She stated she couldn¿t move. Shortly afterwards her son came and found her. He gave her some candy and orange juice to help increase her sugar levels. She checked her reading again and received 70mg. She stated she rested and did not seek medication attention. She does not have control solution. She changes her lancets once a week and stores her supplies in the living room. She washes her hands with soap and water and dries them thoroughly. She stated she doesn¿t have a hard time getting a sample of blood and she seals her bottle cap immediately and tightly after removing a test strip. Requesting refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.